Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. Upon plugging the device into the controller, it displayed a live, clear image in full color. No issues were identified with the image. No issues were observed with physical connectivity of the device. The device was fully articulated in all directions; no issues were identified with the image; no issues were identified with the image. Real-time x-ray was used to image the distal tip, including the thru-silicon vias (tsvs), redistribution layer (rdl), and camera wires. No damage was observed to the camera wires at or inside of the camera housing/cap. In the handle, no damage was observed to the printed circuit board assembly (pcba). The handle was opened and the connection of the camera wires to the pcba was inspected. No damage or defect was noted on the bond between the solder pads and the camera wires. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. Pressure was applied to the ground pad on the pcba using a screwdriver, and no flex was observed on the pcba. It appeared fully bonded to the breakout. It was noted that a board component (sd choke) was cracked. This would affect the device's susceptibility to radio frequency interference (rfi), but it is unlikely that this would contribute to a color scheme issue. When the pcba was flexed with a live image displayed, the image would turn off, likely as a result of the damaged sd choke. The reported event was not confirmed. Upon analysis, the returned device was unable to replicate the failure or identify any issue that could have caused or contributed to the reported event. The device met all manufacturing specifications, and therefore there is unlikely an issue related to manufacturing. A review of the risk documentation confirms that the failure is not a new or unanticipated event, and therefore it is unlikely an issue with the design of the device. It is a function of the spy ds controller to process the image and output the display to a monitor. It is possible that some element of the controller, output cables, or monitor could contribute to color issues. Based on all gathered information, the investigation concluded that the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to the first of two spyscope ds ii access & delivery catheter devices used during the same procedure. It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii appeared black and white. A second spyscope ds ii was used; however, the same issue occurred. The proecdure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two spyscope ds ii access & delivery catheter devices used during the same procedure. It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii appeared black and white. A second spyscope ds ii was used; however, the same issue occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.